Event description:
It was reported that during a revision procedure, the attempted implant of this right ventricular (rv) lead was unsuccessful. The physician reported experiencing difficulties with positioning the rv lead through patient anatomy. After multiple repositioning attempts, the physician pulled the lead out, however while pulling the lead from the patient access site, the rv lead was stretched and damaged. The physician removed the lead and a new rv lead was implanted successfully. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.